Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the surgeon was able to press the green button however the stapler wasn't able to fire. The tissue was held in jaws and it could not be fired. They had to change the device to complete the case. No injury was noted. The device is expected to be returned for evaluation.